Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was observed that the allegation was confirmed. The programmer (prm) was booted up with a burning smell. The touch screen was dented which was suspected to have come from the stylus. Damaged parts were replaced. There was no evidence of abuse or mishandling.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the representative heard a sizzle and a snap from this programmer. Furthermore, a smoke was noted to be coming out from the right side where the status, interrogate and program buttons were located. The representative already requested a replacement. Boston scientific technical services (ts) then advised to have this programmer returned. No patient involvement reported.